Manufacturer narrative:
Sections d9, h3, and h4 were updated. The reported complaint that the autopulse nxt platform (sn (B)(6) displayed the alert yellow triangle indicator, which remained illuminated, was confirmed in the archive data and during functional testing. The root cause of this issue was the defective fan, caused by excessive fluid ingress into the platform. The reported complaint that the autopulse nxt platform delivered chest compressions only in sets of three, requiring a manual restart after each set, was not confirmed in the archive data nor during functional testing. No chest compressions were performed by the platform around the reported event date. The reported complaint that visible smoke was observed emanating from the nxt platform was confirmed during a visual-functional test. No safety issues were reported. During inspection, smoke was observed originating from the platform's left baffle, accompanied by an electronic burning odor. The source of the smoke was identified as burned fluid ingress. Upon removal of the bottom enclosure, blood/ fluid ingress was found around the fan and other internal components of the platform. Bio-cleaning was subsequently performed to address the problem. Based on the platform's archive data, the nxt platform stopped compressions multiple times due to fault 1300 (fault_no_fans_fun), which caused the alert yellow triangle indicator to illuminate. The fan was not functional. The fan failure was caused by exposure of the platform to a considerable amount of blood/fluid while the fan was actively spinning. Fluid penetrated the fan and shorted out the fan circuit. The defective fan was replaced to remedy the fault. Following service, the autopulse nxt platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with serial number (B)(6).

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. No safety issue was reported. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during a patient call, the autopulse nxt platform (sn (B)(6)) delivered chest compressions only in sets of three, requiring the user to restart the device after each set of compressions. During the event, the yellow triangle alert indicator began flashing and remained illuminated. The crew discontinued using the device and transitioned to manual CPR. No adverse effects on the patient were reported. Several days later, while attempting to troubleshoot and replicate the issue during testing, visible smoke was observed emanating from the nxt platform. The smoke appeared to originate from the black plastic component located on the vertical surface beneath the carrying handle, near the shoulder harness attachment point. The customer stated that no smoke was reported during the original incident at the scene.